Event description:
General report received of an unspecified number of undocumented incidents of leaks. On unspecified dates, the tubing sets were being used to deliver either unspecified volumes of normal saline or unspecified chemotherapeutic agents. After unspecified lengths of time, the customer contact reported that unspecified volumes of solution leaked from the air vent on the piercing pin of the tubing sets. It was reported that the nurses sealed the air vent with clinical tape and the therapies were completed. The solution that leaked were cleaned up according to the user facility's protocol. There were no reported adverse pt effects and no reported delays in critical therapies to these pts. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The catalog number provided is the international list number that was involved in the reported event. The domestic list number has a common device name of (B)(4) and has a 510k of k052052. This report represents all the information known by the reporter upon query by hospira personnel.